Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was 280 mg/dl. The customer stated that they changed battery and had an unexpected restart alarm. Customer stated that they insert a new battery (per IFU guidelines) and pump alarmed unexpected restart. The customer advised to monitor the pump and call if issues recur. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.